Event description:
The customer reported the ventilator was alarming and would not power up and the ac mains and battery charging leds were flashing. The device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty the hospital biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the biomedical engineer evaluate and/or replace the power supply to address the reported problem. No follow-up information has been provided from the customer.

Manufacturer narrative:
Out of warranty; no request for manufacturers service.